Event description:
Post-op day one ((B)(6) 2021) the patient was noted to have urine output less than 0.3 milliliters/kilogram/hour and needed intravenous fluid resuscitation for oliguria. On (B)(6) 2021 the patient was transfused an additional one unit of red blood cells. Tracheostomy was downsized on (B)(6) 2021 and capped on (B)(6) 2021. The patient removed their tracheostomy but it was then kept out since the patient was stable. On (B)(6) 2021 the patient developed drainage and redness for the left ventricular assist device (lvad) driveline site. Computed tomography (CT) scan showed thickening but no stranding or abscess. Culture grew pseudomonas. Infectious disease recommended four weeks of cefepime and follow-up in clinic. The patient was weaned off sustained low-efficiency dialysis (sled) and creatinine returned to normal by the time the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the centrimag blood pump could be conclusively determined through this evaluation. Per additional information from the ventricular assist device (vad) coordinator, the lot number for the centrimag blood pump is unknown. The patient was discharged and no longer remains ongoing on extracorporeal membrane oxygenation (ECMO) support. No product will be returned. The centrimag lot number was not provided. The patient was discontinued on centrimag support and discharged. No product is available for investigation. The centrimag blood pump instructions for use (IFU) is currently available. The centrimag blood pump instructions for use (IFU) lists bleeding, renal failure/dysfunction, arterial non-cns thromboembolism, and infection as adverse events that may be associated with the use of the centrimag blood pump. Warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. Cautions #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) with acute blood loss anemia after left ventricular assist device (lvad) surgery. The patient was transfused with 4 units of packed red blood cells, 3 units of platelets, 1 unit of fresh frozen plasma, 10 units of cryoprecipitate. There were almost 2 liters of chest tube output in first 2 hours of arrival. During chest exploration at bedside, the patient was given 5 units blood, 2 units of fresh frozen plasma, and 1000cc of albumin. Chest was left open and the patient was taken back to operating room on (B)(6) for chest closure. On (B)(6), the patient had elevated creatinine pre-procedure with a 4.97 peak on (B)(6). It improved to 2.15 on the day of surgery. Concerning for renal dysfunction/oliguria. The patient also went into atrial fibrillation after surgery (had prior history of atrial fibrillation). The patient was given amiodarone bolus and started on amiodarone drip. On (B)(6), the patient was noted to have abdominal pain and distension. Computed tomography (CT) showed cecal volvulus concerning for bowel ischemia. The patient was taken to operating room and found hemorrhagic ascites and cecal volvulus with distended cecum with areas of necrosis noted. Ileocecectomy with end ileostomy performed. Post-operative course required 8 units of red blood cells as the patient was hemodynamically unstable. Hematoma was found in abdomen. On (B)(6) the patient had 500ml drainage from abdomen before it was packed. The patient returned (B)(6) and had 1100ml of old blood evacuated. Venous bleeding in the retroperitoneal was controlled and the wound was closed. The patient was extubated on (B)(6) and then reintubated (B)(6) for operating procedure. On (B)(6) the patient had endotracheal tube (ett) exchange for cuff leak, white out of left lung. Bronchoscopy was performed likely secondary to mucous plug. Chest x-ray showed improvement the following day. Thoracic surgery was consulted for trach placement. It was reported that instead of atrial fibrillation, the patient actually went into ventricular tachycardia post-operative (had history of ventricular tachycardia). He was given amiodarone bolus and drip. On (B)(6) 2021, the patient had a neurological dysfunction event. Head computed tomography (CT) showed subacute left anterior cerebral artery territory infarct. There was no acute intracranial hemorrhage or midline shift. The patient was reintubated on (B)(6) for exploratory laparotomy. The patient was transfused a total of 28 units of red blood cells from (B)(6) for bleeding. The patient had leukocytosis on (B)(6) but blood cultures were negative. The patient was started on empiric antibiotics. Tracheostomy was performed on (B)(6) for respiratory failure. There was also a sudden drop in right ventricular assist device (rvad) flows, extracorporeal membrane oxygenation (ECMO) circuit exchanged on (B)(6) 2021. On (B)(6) the patient developed drainage from abdominal wound, emesis, fever, and tachycardia. Cultures remained negative but additional antibiotics were given. Repeat head CT on (B)(6) showed evolving left anterior cerebral artery infarct with no acute hemorrhage or midline shift. CT scan on (B)(6) also showed small renal and splenic peripheral infarcts. Heparin drip was restarted. Tracheal aspirate culture on (B)(6) grew gram-positive cocci but final result was normal for upper respiratory flora. The patient had CT scans on (B)(6) and there was no active concern for infection. Discontinuation of antibiotics was recommended. On (B)(6) 2021 the patient developed persistent metabolic acidosis after creatinine and urine output improved, requiring sustained low-efficiency dialysis (sled). On (B)(6) CT scan found a developing left occipital infarction. Warfarin was restarted. No new changes on (B)(6) CT. Related manufacturer report # 3003306248-2021-02987 & 2916596-2021-03506.